Event description:
It was reported that some fractured provisionals and shims missing ball bearings were received via the worn instrument return program. There was no known patient involvement.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01805, 0001822565-2022-01806, 0001822565-2022-01807, 0001822565-2022-01808, 0001822565-2022-01809, and 0001822565-2022-01810. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
The returned provisional exhibits signs of repeated use (nicked/gouged) and both springs and ball bearings were disassembled/missing. The device history records were reviewed and no discrepancies were identified. A corrective and preventative action investigation into this issue was initiated and a notification was sent to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. This device was manufactured prior to the design modification and therefore the root cause is the previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.